Manufacturer narrative:
Analysis inspected 1 opened/used enlite sensor and performed continuity resistance test and sensor failed test.

Event description:
The customer reported via phone call that their sensor was damaged. The customer's blood glucose level was 130 mg/dl at the time of the incident. The customer states they had two calibration error alarms and a change senor alarm when the issue began. After removing the sensor, the cannula was missing. The cannula was not found on the adhesive, but does not believe it is in the body. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.